Event description:
The customer reported that their sterrad nx was smoking and producing a cloud over the unit. The unit did not have any cancelled cycles. The customer did not smell any smoke. There were no human reactions due to this event. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
An asp fse assessed the unit onsite. He found the unit working properly when he arrived. The unit had no cancelled cycles. The oil mist filter o-ring was split so he replaced the oil mist filter and the vacuum pump oil. He ran an empty cycle. The unit meets the manufacturer's specifications.

Manufacturer narrative:
Correction: manufacture date: 11/2005. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, and the health hazard evaluation. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend of haze/oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad nx did not constitute a significant trend. The hhe (health hazard analysis) relating to haze / oil mist is low risk.